Event description:
The pt underwent a total thyroidectomy in 2002. Following surgery, the pt developed a hematoma in the thyroid bed, which required medical ntervention to evacuate. Floseal was used to achieve hemostasis during the initial thyroidectomy procedure. When the hematoma was evacuated, the sergeon noted that the drain placed in the pt had been blocked by floseal granules. Following intervention to evacuate the hematoma, the pt recovered with no long-term adverse effects.